Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. This report is being filed on an international product, architect ipth list 8k25-25 that has a similar product distributed in the u.s., list number 8k25-27.

Event description:
The customer observed falsely elevated ipth stat results when compared to the routine assay on the architect i2000sr analyzer. The following data was provided (pg/ml): sid (B)(6) initial 59.2, repeat 41.0. Sid (B)(6) initial 63.9, repeat 41.0. Sid (B)(6) initial 79.6, repeat 57.4. Sid (B)(6) initial 115.0, repeat 80.7. Sid (B)(6) initial 46.9, repeat 32.3. Sid (B)(6) initial 72.4, repeat 54.1. Sid (B)(6) initial 14.9, repeat 11.0. Sid (B)(6) initial 43.0, repeat 30.0. Sid (B)(6) initial 42.2, repeat 27.2. There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and accuracy testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The product was not available for return. An internal panel was tested with retained kits of the likely cause reagent lot and accuracy testing met all specifications. A malfunction was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.